Event description:
The patient contacted animas on (B)(6) 2013, alleging low blood glucose (bg) that morning of 67 mg/dl with disorientation. The patient stated that she received assistance from a family member. The patient reported drinking some coffee with her bg responding by elevating to normal. The patient also reported that she experienced elevated bg the prior night, stating the meter reading was "hi" and she treated the elevated bg with 30 units of insulin. The patient did not provide information regarding the response of the bg to the treatment provided. The patient stated she did not know what her bg was at the time of the call to animas. The patient reported having issues with low bg in the past requiring the assistance of emergency medical technicians. The patient stated that she is uncertain how to calculate bolus insulin delivery using short-acting insulin. The patient stated she does not contact her healthcare provider to discuss issues. The patient was advised to contact her hcp to consult regarding this issue. No allegation of a pump malfunction was made by the patient. This complaint is being reported because the patient experienced bg excursions of unknown origin while on insulin pump therapy.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint during the investigation. The history shows the last basal delivery was recorded on (B)(6) 2013 and the last bolus was recorded on (B)(6) 2013. The tdd¿s correctly reflect the users programmed basal rates. There were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed. A (B)(4) flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The force sensor calibration check showed the pump is not detecting the correct force at (B)(4). The pump cover and force sensor was removed for investigation. The force sensor resistance was found to be in specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.